Event description:
Customer reportedly obtained results of 466mgd/l and 80mg/dl within 10 minutes on the same device. Customer drank juice to elevate her blood glucose as she was having hypoglycemic symptoms. No quality controls were used. Requested return of suspect device and replacement was sent.